Manufacturer narrative:
(B)(4) the explanted product was not returned for investigation. This is MDR related to 3004426659-2024-00050, (B)(4).

Event description:
On 3/8/24 the patient suffered a grand mal event in which he was found unresponsive and sent via med flight to dartmouth. The physician determined that the leads were most likely broken. Review of the ecog data for both leads identified the impedances to be high and out of range. The physician reprogrammed the device in may with no positive results. It is believed that when the patient fell the leads were damaged. The patient underwent a lead revision on (B)(6) 2024. During the revision process - the surgeon first replaced the battery, the impedances remained the same. He then explanted both depth leads, and then re-implanted new depth leads immediately. The impedances were well within range at this time. Detection and stimulation have been re-enabled.